Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was able to reproduce the reported failure. The fse replaced the pneumatic module assembly and performed complete maintenance. Functional check and test run were performed according to specifications in the service manual and all checked out ok. The iabp unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that when connecting the cardiosave intra-aortic balloon pump (iabp) to the patient, it was noticed that the iabp device had too strong of a helium-loss. The iabp emitted an appropriate alarm. The iabp device was changed immediately and no patient was endangered. No patient harm or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested, and we will report accordingly when it becomes available.

Event description:
It was reported that when connecting the cardiosave intra-aortic balloon pump (iabp) to the patient, it was noticed that the iabp device had too strong of a helium-loss. The iabp device was changed immediately and no patient was endangered. No patient harm, serious injury or adverse event was reported.